Event description:
I received a tubal ligation with filshie clips (I was never told they were using these, I found out 5 years after). My health has significantly decreased since my tubal. I've been living with pain in my lower abdomen since. I have been diagnosed with pmdd, fibromyalgia, and most concerning an autoimmune disorder that the drs can't figure out. They think maybe lupus. I have the mthfr gene mutation and metals can be problematic for people with the mutation.